Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/left-sided pelvic pain that radiated to her back"), uterine injury ("trauma to the endometrium during the failed essure procedure") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine injury (seriousness criterion medically significant) with abdominal pain, back pain and vaginal haemorrhage, uterine spasm ("was unable to successfully implant the right essure device because the uterine cavity collapsed"), the first episode of complication of device insertion ("uterine cavity collapsed during right essure implant / trauma to the endometrium during the failed essure procedure/ was unable to successfully implant the right essure device because the uterine cavity collapsed") and the second episode of complication of device insertion ("cannulate the right ostia multiple times, but failed/was unable to successfully implant the right essure device because the uterine cavity collapsed"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysuria ("discomfort with urination/ dysuria"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), genital erosion ("excoriation of her external genitalia") and vulvovaginal rash ("white rash over the vulva bilaterally"). On (B)(6) 2014, the patient experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2014, the patient underwent adhesiolysis ("adhesiolysis"). The patient was treated with metronidazole (flagyl), oxycocet (percocet), fluconazole (diflucan), lidocaine and surgery (diagnostic laparoscopy, bilateral partial salpingectomy, adhesiolysis and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine injury, genital haemorrhage, uterine spasm, the last episode of complication of device insertion, dysuria, genital erosion, vulvovaginal rash, vulvovaginitis and adhesiolysis outcome was unknown. The reporter considered adhesiolysis, dysuria, genital erosion, genital haemorrhage, pelvic pain, uterine injury, uterine spasm, vulvovaginal rash, vulvovaginitis, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: on (B)(6) 2014 physician attempted implantation of the essure device in plaintiff. Physician implanted the essure device in the left fallopian tube, but was unable to successfully implant the right essure device because the uterine cavity collapsed. He attempted to identify and cannulate the right ostia multiple times, but failed. He then made the decision to stop the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: result not provided. On (B)(6) 2014: physical examination and x-ray of the abdomen - plaintiff was assessed as experiencing pain and vaginal bleeding as a result of trauma to the endometrium during the failed essure procedure. On (B)(6) 2014: pelvic exam - excoriation of plaintiff's external genitalia and a white rash over the vulva bilaterally extending around the anus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including pelvic pain/left-sided pelvic pain that radiated to her back, trauma to the endometrium during the failed essure procedure and heavy bleeding (understood as genital haemorrhage) . On (B)(6) 2014, she underwent surgery (diagnostic laparoscopy, bilateral partial salpingectomy, adhesiolysis) and essure was removed. Pelvic pain and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case due to an unsuccessfully implant of the right essure, an attempted to identify and cannulate the right ostia was made multiple times, but failed. This led to a trauma to the endometrium during the failed essure procedure. This may have been a contributory factor for patient's pain and bleeding. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/left-sided pelvic pain that radiated to her back"), uterine injury ("trauma to the endometrium during the failed essure procedure") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine injury (seriousness criterion medically significant) with abdominal pain, back pain and vaginal haemorrhage, uterine spasm ("was unable to successfully implant the right essure device because the uterine cavity collapsed"), complication of device insertion ("uterine cavity collapsed during right essure implant / trauma to the endometrium during the failed essure procedure/ was unable to successfully implant the right essure device because the uterine cavity collapsed") and device difficult to use ("cannulate the right ostia multiple times, but failed/was unable to successfully implant the right essure device because the uterine cavity collapsed"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysuria ("discomfort with urination/ dysuria"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), genital erosion ("excoriation of her external genitalia") and vulvovaginal rash ("white rash over the vulva bilaterally"). On (B)(6) 2014, the patient experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2014, the patient underwent adhesiolysis ("adhesiolysis"). The patient was treated with metronidazole (flagyl), oxycocet (percocet), fluconazole (diflucan), lidocaine and surgery (diagnostic laparoscopy, bilateral partial salpingectomy, adhesiolysis and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine injury, genital haemorrhage, uterine spasm, complication of device insertion, device difficult to use, dysuria, genital erosion, vulvovaginal rash, vulvovaginitis and adhesiolysis outcome was unknown. The reporter considered adhesiolysis, complication of device insertion, device difficult to use, dysuria, genital erosion, genital haemorrhage, pelvic pain, uterine injury, uterine spasm, vulvovaginal rash and vulvovaginitis to be related to essure. The reporter commented: on (B)(6) 2014 physician attempted implantation of the essure device in plaintiff. Physician implanted the essure device in the left fallopian tube, but was unable to successfully implant the right essure device because the uterine cavity collapsed. He attempted to identify and cannulate the right ostia multiple times, but failed. He then made the decision to stop the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: result not provided. On (B)(6) 2014: physical examination and x-ray of the abdomen - plaintiff was assessed as experiencing pain and vaginal bleeding as a result of trauma to the endometrium during the failed essure procedure. On (B)(6) 2014: pelvic exam - excoriation of plaintiff's external genitalia and a white rash over the vulva bilaterally extending around the anus. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including pelvic pain/left-sided pelvic pain that radiated to her back, trauma to the endometrium during the failed essure procedure and heavy bleeding (understood as genital haemorrhage) . On (B)(6) 2014, she underwent surgery (diagnostic laparoscopy, bilateral partial salpingectomy, adhesiolysis) and essure was removed. Pelvic pain and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case due to an unsuccessfully implant of the right essure, an attempted to identify and cannulate the right ostia was made multiple times, but failed. This led to a trauma to the endometrium during the failed essure procedure. This may have been a contributory factor for patient's pain and bleeding. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.